Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. This pump has yet to be returned for evaluation. We cannot confirm the reported unknown issue. If the pump is returned, we will reopen this complaint and investigate.

Event description:
On (B)(6). 2023, infutronix received a report that a pump had an issue of "during testing, high pressure 30psi occluded at 50 psi needs calibration". The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that during testing, high pressure 30psi occludes at 50 psi and the device needs calibration. A review of the serial number history revealed no similar complaints. The device was returned, and the pump passed the 30psi test at 37psi. The failure mode was not confirmed. The root cause cannot be determined. Reference to complaint # (B)(4).